Manufacturer narrative:
During troubleshooting, tac noted the user was getting e402 - df not connected, when capturing to provation. The settings in the video system were inspected and were set correctly for provation. Then an unrelated unrelated error of b30 communication error occurred on the video system. The (maj-1933) communication cable was removed, reseated back into the 190 system and was tested. The b30 error was resolved. Tac continued to trouble shooting the e402 error. The capture button on the provation softeware was grayed out; indicating an issue with provation. The video system was set correctly. Tac recommended checking with provation regarding the issue of capturing as the olympus setup was correct. The user will check with provation. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The technical assistance center (tac) was informed by the user facility that the evis exera iii video system center received e402 and b30 error messages when capturing to the information management software (provation). There was no patient involvement reported.

Manufacturer narrative:
This supplemental report was submitted to provide additional information from the original equipment manufacturer (OEM) for MDR# 8010047-2020-04307. The OEM performed a device history record review and no abnormalities were found. An investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. Based on the investigation results the reportable malfunction, b30 error, occurs when the communication for transmitting the scope side data to the video processor side at the time of scope connection cannot be completed normally. Since it is reported that the problem was solved by cleaning the scope contact portion, it is highly likely that the communication was obstructed and a b30 error occurred due to dirt and water droplets adhering to the scope connector contact portion. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: b30 error - make sure that the video connector and its electrical contacts are completely dry before connecting the plug to the video system center. If they are wet, wipe them according to the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear. E402 (df-unconnected) - review this chapter thoroughly and prepare the instruments properly before use. If the equipment is not properly prepared before each use, equipment damage, patient and operator injury, and/or a fire can occur. - if combinations of equipment other than those shown below are used, the full responsibility should be assumed by the medical treatment facility. Olympus will continue to monitor complaints for this device.